Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to bbm in (B)(4) for investigation. A follow-up report will be provided when the inspection results are available.

Event description:
As reported by the user facility ((B)(4)): the pump did not infused, tubing obturated? Filling: 96ml. Drug: nacl + 5fu.